Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was noted on the motor assembly. The device had cracked reservoir tube lip.

Event description:
Customer reported via phone call, he jumped into the swimming pool with the device and has a blank display. He doesn't know what his blood glucose level was at the time of the occurrence. An attempt was done to perform troubleshooting but it wasn't possible due to the blank display anomaly and moisture exposure. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.